Event description:
Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that the patient's generator was replaced prophylactically due to ifi - yes. The patient wanted to know why the generator was defective because it was replaced after only a year and a half. The patient felt that the battery depletion was premature because the generator duty cycle was very low. The explanted generator has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.